Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿error code e315¿ was not confirmed. The following findings were also noted during device evaluation: connector section water intrusion, operation unit insulation failure, switch button 1 scratch, scope connector part original scratch, plastic distal end cover scratches, light guide snake tube scratches, light guide snake pipe wrinkle, image guide pipe scratch, and bending section adhesive part crack. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had e315 occur during procedure for a diagnostic colon examination. The procedure was not completed. Since the event occurred during the examination, the customer could not diagnose it on the day. Diagnosis was made at a later date using a substitute product. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. A trace of water intrusion was observed for the scope connector. Presumably, water intrusion caused moisture to adhere to the printed circuit board in the scope connector, which resulted in the error code displayed. However, since moisture dried up before sorc checked the subject device, the suggested event may have not recurred at either sorc or mbc. No water leak (air leak) was observed for the main body of the endoscope. The check valve which automatically emits air when the inner pressure increases is installed at the venting connector, which prevents the inner pressure of the scope connector from increasing. Therefore, the cause of water intrusion into the scope connector may be the following: ·the eto cap or the water detection tube were assembled to the venting connector underwater. ·a foreign material such as a piece of cleaning tools clogged the valve of the venting connector. ·the water detection tube was connected while water droplets remain at the gap of the venting connector. ·running water with strong pressure directly hit the check valve, or the check valve was scrubbed strongly with a brush or others underwater. ·the water detection tube which was used with the reprocessor was defective or degraded such as degrade of a packing. In addition, if liquid enters inside the water detection tube by being immersed in water, the liquid may enter inside the scope connector during the leakage test, which can pose a risk of a failure of the endoscope. Olympus will continue to monitor field performance for this device.